Manufacturer narrative:
Batch review performed on 20 march 2018; lot 165320: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-10-03. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to pain 1 month after primary. The x-ray showed that the femoral bone was fractured spirally from proximal side to distal side of the femoral stem. The surgeon replaced with competitors long cement stem and the femoral bone was fixed with a wire. Acetabular cup was not replaced. The patient did not fall down and did not have the experience of any trauma.